Manufacturer narrative:
This follow-up is being submitted to correct data in field d4 lot no (from 10198fn0 to 10198fn00).

Manufacturer narrative:
H6 health effect impact code: f26. H6 component code: g01003. D8: was this device serviced by a third party? No. The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue of false positive patient results. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 10198fn00 and the complaint issue. Clinical specificity testing was performed using an in-house retained sample of the complaint lot. Acceptance criteria were met indicating the lot is performing acceptably. Labelling and literature were reviewed which adequately addresses the issue under review. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. In this case multiple other hepatitis markers were also analyzed (anti-hbc, anti-hbe, hbeag and hbsag) and hbv dna was positive. Customer service provided advice regarding the differences in reactivity for wild type versus mutant anti-hbs/hbsag. Per the troubleshooting guide, correlation differences between different methods may be due to differences in assay methodologies and the fact that the antibody produced by the immune system is not a homogenous species which can lead to differences in antibody concentrations for the same sample. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 10198fn00 was identified. Corrected information found in section d3 phone number, email, and fax number, and section g1 mfg site email and mfg site fax number.

Manufacturer narrative:
Patient identifier sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) results when compared to another method on one patient with chronic (B)(6) from cirrhosis that progressed to liver cancer. On (B)(6) 2021 sid (B)(6) generated the following results: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field. H10. There is no change to the content of the data.